Event description:
It was reported that the pacemaker system exhibited high, out-of-range right ventricular (rv) pacing impedance measurements of greater than 3,000 ohms. A lead safety switch (lss) was also declared which switch the pace/sense configuration from bipolar to unipolar. There was no noise except for unipolar sensing. Technical services discussed programming options. At this time, the pacemaker and this non-boston scientific rv lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).